Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on ilet experienced hyperglycemia with glucose readings greater than 400 mg/dl for several hours shortly after system initiation, without observed infusion set leaks or kinks, and received troubleshooting and education regarding potential causes and actions. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or need for assistance. Outcomes included no medical intervention, no hospitalization, no use of backup therapy, and no ketone testing, with glucose levels returning toward range within about an hour after the initial contact. Investigation included device-use troubleshooting and education, review of high glucose alerts, and assessment of infusion set status per user report. Investigation of this case revealed no confirmed device malfunction or component failure and no alarm malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.